Manufacturer narrative:
An investigation was performed on the basis of complaint statistics as no device was sent back for evaluation. It is determined that the complaint percentage falls well within the product risk limits that are adhered to at klm. The material and device history records were also reviewed based on the lot numbers provided and revealed no abnormalities. Due to no physical device available for evaluation, the reported incident cannot be appropriately validated and the root cause cannot be determined. If further information can be gathered that might add value to the contents of the investigated report, an additional follow-up report will be submitted.

Event description:
Following implantation, patient returned to the hospital for an infection in the lower sternum, and was placed on a wound vac. When the wound vac was removed, there was an accumulation of blood under the vac. Patient was taken to the or for a secondary surgery. The underlying structures had adhered to the posterior table of the sternum. The implants were removed, the repair was made and the patient was re-plated and later discharged.